Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok keypad button was intermittently responsive and required multiple button presses to elicit a response for one month. The patient noted the ok button symbol on the keypad is worn. The patient reportedly wore the pump attached to a garment and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast buttons were intermittently unresponsive; the down arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the pump alarm sound was intermittent due to a misaligned piezo contact.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.